Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned for service. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while transporting a critical patient, the device randomly shut itself off. They attempted to power on the device and the device would not immediately power back on. After many attempts, the device was powered back on for use. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.